Event description:
During injection of bovine collagen the needle separated completely from the syringe, spilling the contents of the syringe on the patient. There was no injury. This event is being reported because recurrence could lead to an injury.